Event description:
It was reported that iab trans-ray plus 7.5fr 35cc fiber optic sensor failed & difficult/ unable to monitor pressure during use on a patient. There are currently no effects on the patient.

Manufacturer narrative:
Corrected fields: b5, d4-lot number, UDI, updated fields: b4, d9, g3, g6, h2, h3, h6- (type of investigation, investigation findings), h11. The iab was returned with the membrane completely unfolded and blood observed on the exterior of the catheter. The extender and pressure tubing were also returned. A sensor output test was performed and the sensor was found to be within specification. The reported problems cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Manufacturer narrative:
Updated field: b4, d8, e2, e3, g3, g6, h2, h3, h6(type of investigation), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that iab trans-ray plus 7.5fr 35cc fiber optic sensor failed & difficult/ unable to monitor pressure during use on a patient.